Event description:
The customer reports that device was fixed by replacing the power cable and the maj1817 xenon lamp.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d10, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had intermittent issues. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the xenon light source had intermittent issues (which were not specified). Tac provided the correct replacement bulb item number for the light source. The customer did not have the unit available in order to troubleshoot, tac emailed the lamp replacement guide and the instruction manual to the customer. The device is not expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.